Event description:
It was reported that the pt was treated at the hospital for elevated blood glucose levels.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed the pump was operating within required specifications and delivering insulin accurately.